Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a female pt the device was unable to obtain an ECG signal. Subsequently, the pt went into cardiac arrest and electrode pads were attached to the pt. The device displayed a "poor pad contact" message and would not charge or discharge. The customer has indicated that the event electrode pads were discarded and they are not available for eval. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.